Manufacturer narrative:
Eval summary: the complaint device associated with this report was received for eval. Batch records were reviewed and no other adverse reactions have been reported so far for this lot. Info of batch records compounding and filling: no remarks related to sterilization of raw materials, equipment, components and product sterilization. All results of chemical and microbiological tests were within specification. Analysis of the retention sample for ph, osmolality and limulus amebocyte lysate (lal) revealed the product conformed to specifications. Investigation of the returned sample including the root investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info was requested via phone and mail. A completed questionnaire was received from the surgeon. (B)(4).

Event description:
A surgeon reported endophthalmitis following the use of this product. He stated he treated the event with an intravitreous antibiotic on (B)(6) 2011 and a vitrectomy and anterior chamber wash was required. He reported the pt did not come back for follow-up treatment and it is unk if the pt's symptoms have resolved. He stated he does not believe the product caused or contributed to the event. This report is for pt three of three.